Event description:
The customer reported to olympus that the video system center had a special functions modes issue in which the receptacle on the camera box does not work. The issue occurred during preparation for use. During evaluation, the following reportable issue was found: the video connector socket failure. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to a faulty video connector. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: the old version of the main switch device had an update recommendation, the software version 1.05 was updated to version 3.10 per recommendation and there was no unique device indicator label. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the failure of the video connector (receptacle) led to the malfunction. Olympus will continue to monitor field performance for this device.